Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on current electrograms (egm).  Capture issues were also suspected with the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.